Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, suture, link, needles, and cuffs were not returned. Without the return of these components, the scope of this investigation was very limited and the reported experience could not be confirmed. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the device performed according to specification and a root cause related to the device could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after the suture was deployed and the knot was advanced to the arteriotomy; however, hemostasis was not achieved. Hemostasis was achieved using manual compression for approximately 10-15 minutes. There were no reported adverse patient effects. Though requested, no additional information was provided.